Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not deploy. A new kit was opened to complete the procedure. There were no patient effects. Product is returning.

Manufacturer narrative:
Evaluation: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)